Event description:
During an in clinic follow up, high pacing impedance was observed on the right ventricular (rv) lead. Technical support was contacted and recommended provocative testing. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating a lead insulation fracture was suspected.